Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level and low blood glucose level. The customer's low blood glucose level was in 50's mg/dl and high blood glucose was in 500's mg/dl at the time of the incident. The customer treated blood glucose with insulin pump. It was also reported that the after couple of hours of breakfast blood glucose level was in 240's-260's. The insulin pump will not be returned for analysis.